Event description:
The customer reported about half way through the quad removal, the torsional power stopped and a pop up advisory appeared. There was no unexpected chamber instability or adverse reaction to the eye. After a delay of over 1 hour the procedure was completed with the same equipment. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and found the system message reported in the event log. The u/s controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did no indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).